Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed that there was a split in the catheter tubing. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, oncological patient receiving c14 day treatment for 5 months by ev via PICC. He was undergoing chemotherapy when swelling and pain was observed in the patient's arm, the administration of cytostatic was stopped and it was classified as an extravasation. On the same day, an ultrasound scan of the limb was performed, and thrombosis was identified in the swollen area of the arm. Declotting was performed and the catheter was scheduled to be removed after 7 days according to protocol. When the device was removed, there was a 1.5 mm break in the lumen, confirming that the cytostatic had extravasated.